Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's wife indicated the device was not functional. They didn't know what that meant. Caller stated that a couple of years prior the patient needed an MRI and they called someone and they were told the ins needed to be removed because it was not functional. They were advised to follow-up with the managing physician. No patient symptoms were reported.